Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of artifact on tachycardia episodes which possibly resulted in false detections. The icm remains in use. No patient complications have been reported as a result of this event.